Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance and it was further reported that the threshold increased. The patient experienced chest pain. The rv lead was programmed off. No further patient complications have been reported as a result of this event.